Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one 6f launcher guide catheter when connection issues were experienced. It was noted that there was a poor connection between the guide catheter and a non-medtronic y-connector. Rotation of the guide catheter was experienced during the procedure, the guide catheter disconnected from the non-medtronic y-connector and contrast leakage and resistance occurred as a result. The resistance experienced impacted the guiding and manipulation of devices such as the guiding catheter and guidewire. There was no damage noted to the packaging. The device was removed from the packaging per IFU with no issues noted. The device was inspected prior to use with no issues noted. The device was prepped per IFU with no issues noted. No excessive force was used. The procedure was completed while holding down the disconnected portion. The procedure was completed without issue. There were no patient complications reported as a result of this event.